Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient perceived stimulation when the system was turned off. The abbott representative ensured the system was off, but the patient still reported feeling stimulation. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
Voluntary mw number mw5068616 was received apr 06, 2017. Review of the mw report did not identify any new/additional information.